Manufacturer narrative:
On april 10, 2023, mentor became aware of a duplicate file (manufacture's report number (1645337-2021-14434) that was created to document the same event relating to the patient's bike accident and generalized illness symptoms. Any additional information will be reported regarding this event will be reported under this medwatch report. The date of event has been updated to january 01, 2017. The patient's age at the time of event has been updated to 56 years old. It was also reported that the patient had fluid in her chest where her implants were located and was being treated with thoracentesis. Code f19-surgical intervention was added in section h6-health effect - impact code to document this treatment. On april 06, 2023, the evaluation for the device was completed. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ tm+ 270cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture and generalized illness. Health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent a breast reconstruction revision with two 270cc mentor memoryshape breast implants and experienced bilateral capsular contracture (baker grade 3-4) post-operatively. The patient had bilateral breast pain and bilateral breast asymmetry. The patient had reported that she was involved a ¿bike accident¿ in 2017 with significant left arm injury requiring open reduction and internal fixation and following, has had lymphatic issues. It was also reported that the patient experienced generalized illness symptoms including breast implant illnesses and lymphadenopathy. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the left side device.